Event description:
Report 3 of 3 received of tubing separation. The customer reports separation of the tubing at the distal end of the filter. No patient information was available. The customer reported that no adverse patient event occurred. Although requested, no additional information was provided.